Event description:
The patient contact animas on (B)(6) 2012, alleging the pump lost power after it was worn while swimming. The patient denies hearing any pump alarms. New lithium batteries were reportedly tried in the pump but had no effect. The patient denied visible damage to the pump, keypad or audio bolus button. The patient confirmed that the current battery cap is the original cap and is two years old. The owner's guide advises the battery cap be replaced every three to six months. The patient stated that the display looked "foggy." The patient denied overt moisture in the battery compartment; however stated that it seemed "moist." There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged loss of power remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded. On examination, the battery compartment was noted to be cracked at the threads. There was no damage to the battery cap that was returned with the pump for investigation and it was able to be properly secured to the pump for testing. . The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately without power issues. A leak test revealed a leak at the battery compartment. The pump cover was removed for investigation and revealed moisture on the internal components of the printed circuit board. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.